Event description:
The surgical trocar and sleeve were inserted into the patient's abdominal cavity in the peri-umbilical area. Upon withdrawal of the trocar, it was noted that one of the petals on the protective sleeve was broken off. The surgeon and surgical team made a thorough search of the patient drapes, sterile field and abdominal cavity. The piece could not be located. Calls were placed to the ethicon representative and to ethicon's clinical support team. A physician from ethicon's clinical support team called us back within minutes. He indicated that this problem had occurred before and that due to the inertness of the product it probably would not be a problem leaving it inside the patient's abdominal cavity we were concerned that this "petal" (which had a jagged edge) could imbed itself in an organ and cause a serious patient problem later on. We felt a need to make a large abdominal incision and explore the patient's abdominal cavity.we spoke with the patient's husband and sister-in-law, explaining all aspects of the situation. The husband gave us verbal permission to perform an exploratory laparotomy.as we prepared for the exploratory laparotomy procedure, the surgeon began to suture the trocar insertion site. We discovered that the "petal" imbedded in the subcutaneous tissue at the insertion site. Based on this finding, we avoided performing the laparotomy.device labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: component failure, design - inadequate, unanticipated short term complication of procedure. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.